Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected section d4, model number: corrected. Section d4, catalog number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Manufacturer narrative:
Section d4, h4: device serial number was requested but not provide, therefore expiration and manufacture dates cannot be provided. Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault and driveline communication fault alarms; however, specific causes for these alarms cannot be conclusively determined through this investigation. The controller event log files contained partially overlapping events on (B)(6) 2023 and from (B)(6) 2023 to (B)(6) 2023. On (B)(6) 2023, a driveline power fault alarm was activated. This alarm was immediately preceded by a power b broken fault. The alarm resolved on its own on (B)(6) 2023. A driveline communication fault alarm was captured later on (B)(6) 2023 and was immediately preceded by a communication a fault. The alarm resolved after the modular cable was reportedly disconnected on (B)(6) 2023 at 14:51:01 and was reconnected a second later. No additional driveline communication fault alarms were observed. The pump appeared to have been operating as intended at the fixed speed. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information has been provided at this time and no additional follow-up attempts will be performed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 4 of the IFU, "system monitor", outlines system monitor operations and alarm messages. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault, driveline communication fault, and low flow alarm, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault, driveline communication fault, and low flow alarm, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a hazard alarm and low flow alarm on 21jul2023. The patient presented to the emergency room (ER) at an outside hospital and there were no significant lab abnormalities. At the time of the alarm, the patient became lightheaded and felt diaphoretic. Multiple pulsatility index (pi) events were noted on interrogation. There was suspicion for short runs of ventricular arrhythmias. Log file review confirmed persistent pi events, which had overwritten events from 21jul2023. It was later reported that the patient called around midnight on 28jul2023 with a driveline fault alarm. On interrogation the alarm was first noted at 11: 29pm. Evaluation in the clinic the following morning revealed that the alarm did not clear with a self-test. It was noted that a new modular cable was placed on 25jul2023. The modular cable was checked in the clinic and the locking mechanism was readjusted. No obvious issues were noted. The alarm cleared using the system monitor and did not recur while in the clinic. X-rays were ordered to evaluate the driveline. Log file review confirmed that the driveline power (b) fault was cleared on 28jul2023. Additional information revealed that a driveline fault alarm occurred later in the afternoon. The modular cable was disconnected and reconnected and the alarm cleared. There might have been some residue on the modular cable/perc lead connection area, which would require a cleaning. Log file review captured the start of driveline communication faults (a) that cleared with the reconnection of the modular cable. Related manufacturer's reference number for 25jul modular cable: 2916596-2023-06026. Related manufacturer's reference number for pump low flows and connection: 2916596-2023-05885.

Manufacturer narrative:
Section d4: the lot number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.